Manufacturer narrative:
The reported oad and guide wire were received for analysis. The oad and guide wire were not engaged. Adhered material and suspected corrosion was observed on the oad driveshaft. Examination of the area of adhered material did not reveal any damage that would have contributed to the reported event. The morphology and exact root cause of the accumulation is unknown. A guide wire was passed through the driveshaft with no resistance. The oad was tested, spun on all speeds, and functioned as intended. The guide wire was fractured at the solder bond, and the fractured spring tip was returned. Scanning electron microscopy revealed the spring tip was spun over, and the guide wire fractured due to excessive torsional forces. This damage was consistent to the type of damage seen when the oad driveshaft is spun into the guide wire spring tip resulting in a fracture. It was hypothesized that the root cause of the fractured guide wire spring tip was user error. At the conclusion of the device analysis, the reported event of the guide wire retraction and the oad being stuck on the guide wire were unable to be conclusively confirmed. The instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was placed at the site of the target lesion using glideassist mode. During placement of the oad, the viperwire guide wire retracted. An attempt was made to reposition the guide wire, however, the oad became stuck on the guide wire. The guide wire and oad were removed. Outside of the patient, the guide wire and oad were forcefully separated, and the guide wire fractured. It was reported that the guide wire had not fractured in the patient, and no fragments were left in the patient. A second guide wire and oad were used to complete the procedure. The patient condition was good following the procedure. However, failure analysis identified that the viperwire guide wire fractured during treatment.